Manufacturer narrative:
Approximate age of device- 9 years and 3 months. The pump was not explanted after the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Death is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. It was reported that the patient expired on (B)(6) 2018 and was found down at home. The reported cause of expiration was power disconnected. The pump was not explanted. Additional information reported that it is unknown if the cause of death was determine accidental disconnection. During the analysis of the log file we observed on the log file (B)(4). Log the data showed 111 pi events that were occurring from day 209 to day 210. Which is when the pump was disconnected. There were no other unusual events seen within the log file. During the analysis of the log file we observed on the log file (B)(4). Log there were low voltages while attached to the power module, this looks to be an issue with the patient cable. Lowest voltage reading was 10.4 volts, the speed never dropped below the set low speed until the pump was disconnected. There do not appear to be any type of controller or pump issue in either log file which would have contributed to the patient death. The controllers cannot determine a time of death. No additional information provided.

Manufacturer narrative:
Investigation summary: review of the submitted system controller log file data confirmed the previously reported loss of power to the system controller resulting in a pump stoppage. This event was determined to be a duplicate of (B)(4), which covers the report of the patient¿s expiration on (B)(6) 2018. The cause of expiration was stated as ¿power disconnected, patient found down at home¿. (B)(4) was created in order to include an evaluation of the log files submitted under (B)(4)following the completion of complaint (B)(4). Two epc system controller log files were submitted for review following the patient's expiration. Log file (B)(4).log contained data from timestamps 402 days, 10 hours, and 36 minutes ¿ 406 days, 9 hours, and 14 minutes and showed several scattered low voltage advisory alarms while the system was connected to the power module, which appeared to be due to an issue with the patient cable. The timestamps of this log file align with the log file submitted under (B)(4), which previously addressed the referenced low voltage alarms due to a suspected patient cable issue. The driveline was disconnected and the controller was removed from power at the end of the log file, which is consistent with the previous report of a controller exchange when troubleshooting the low voltages in march 2017. It should be noted that per (B)(4), the account reported that the patient kept the exchanged system controller. The recorded data suggests that this log file was downloaded from the patient¿s backup controller at the time of his expiration. Log file (B)(4). Log contained data from timestamps 209 days, 21 hours, and 53 minutes ¿ 210 days, 16 hours, and 12 minutes and appeared to be the controller on which the patient was found down with power disconnected. The log file showed the pump operating normally with stable parameters while the pump was connected to power. The log file was almost entirely occupied by pi events. At timestamp 210 days, 16 hours, and 7 minutes, a routine low battery advisory alarm became active due to the patient¿s battery charge running below the low battery advisory alarm limit threshold. A power cable disconnected flag was subsequently active at timestamp 210 days, 16 hours, and 12 minutes. The next line of data showed a timestamp reset to 0 days, 0 hours, and 0 minutes, indicating a total loss of power to the system controller. The driveline was disconnected at the time of restoration of power to the system and remained disconnected for the remaining log file data. The system appeared to be operating as intended leading up to the total loss of power to the controller and the pump speed remained above the low speed limit while the pump was connected to power. The evaluation could not determine how long the system was without power. No further information was provided. The manufacturer is closing the file on this event.